Manufacturer narrative:
Updated field: b4, d9, g1, g3, g6, h2, h6, h11.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a constant screen flickering issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1 initial reporter name, phone number, email di, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d1, d10, h6 health impact code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse troubleshoot the display and was able to reproduce the reported failure. The fse replaced the video receiver board. The image of the screen resumed to normal. The unit passed functional tests. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part color video receiver with a reported unit failure of the screen is flickering constantly. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, color video receiver into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part. After 2 hours of run- time the fat dept. Could not replicate the complaint of a flickering screen. The board passed testing. Retaining the board in the fat dept. Per procedure.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a constant screen flickering issue. Customer discovered the issue during daily check, there was no patient involvement and no harm.